Event description:
It was reported that the patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d) system, exhibited symptoms of lightheadedness and zapping sensations in the midsternal region, however there were no correlating episodes or therapy delivered at that time. Review of the presenting electrogram (egm) revealed farfield r-wave oversensing. It was noted that recent lead measurements were within normal limits, and right ventricular auto-threshold (rvat) and right atrial auto-threshold (raat) tests were successful. Further evaluation in-clinic was recommended. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.